Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided that it is unknown which lot number had two incidents.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported three cracked cartridges. Two cartridges of the same lot number and one unknown lot number cracked during cataract extraction with intraocular lens (iol) implantation of less than 27.0 diopter. Additional information was requested. There are two medical device reports associated with this event. This report is associated with 2 cartridges from the same lot number.